Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected no defects were found. The valve was irrigated with purified water, no occlusion was noted. The catheter was irrigated and the flow was normal. The siphon guard was irrigated and the flow was normal. The valve was dried. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications prior to distribution. No root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. It is possible that during the flushing process before implantation, the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Customer reported that the system was tested prior to implant and there was no flow. There were no adverse consequences to the patient and there was no delay in surgery greater than 30 minutes. (B)(4).